Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4): no code available (secondary surgery, lens explant, lens repositioning, near corneal touch in periphery, extrusion of iris through wounds, anterior chamber irrigation/evacuation of remaining visco/fluids). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -11.0 diopter, into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was explanted. The surgeon reports the following: excessive vault with "near corneal touch in periphery," "intraoperative pupillary block with extrusion of iris through wounds," lens repositioning and anterior chamber irrigation/evacuation of remaining visco/fluids. Reportedly, the problem was resolved with explant.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a small plastic bag and had clear surgical residue/ debris on the product. Visual inspection found the lens haptic bent and found the presence of fibers and black spots on the lens surface. Dimensional inspection found the lens to be within specifications. (B)(4)